Event description:
It was reported that a patient experienced three days of burning chest pain over the device, specified to not be at the incision. It was stated the magnet is still an effective rescue in regards to seizures. The diagnostics were normal for "general system" and autostim. It was also reported that the magnet was swiped and the "patient had the signal interrupted", and the patient grimaced and coughed meaning the stimulation was being delivered. The vns was turned off entirely for 45 minutes and the patient had a complete resolution of pain (that had otherwise been refractory to medications). The vns was turned back on and the output current was decreased by 25% and the pain come back but less intense. The patient has now been admitted to the hospital for observation with the vns remaining off. No additional relevant information has been received to date.